Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self test. However, the insulin pump alarmed a pump error alarm during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error alarm due to another pump error alarm. The insulin pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that they received a pump error alarm. Their blood glucose was unknown. They were advised about the alarm and was trying to assist with clearing it. The customer stated that the insulin was not exposed to a high magnetic field. The alarm history was checked and found the pump error alarm. The customer states that they were not able to rewind the pump. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump was returned for analysis.